Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously elevated troponin (accutni) results generated by their unicel dxc 600i synchron access clinical system for multiple patients. Subsequent testing of the samples on the laboratory's back-up access 2 instrument produced lower results for all of the patients involved. The customer provided data for 2 samples as follows: initial result 0.2 ng/ml on the questioned instrument which then was reanalyzed on the back-up analyzer which produced a result of <0.01 ng/ml. The second sample produced a result of 5.0 ng/ml on the original instrument and 4.3 ng/ml on the back-up analyzer. Both of these samples were analyzed straight on the instrument without going through the closed tube aliquoter (cta). No patient results were reported outside of the laboratory and there was no affect to patients with regard to this event.

Manufacturer narrative:
A field service engineer (fse) went on-site for this event and performed a high sensitivity system check upon arrival which failed. Fse then performed volume and dispense checks and the dispensing portion of the testing did not seem to be working properly. Fse replaced the dispense probes and proactively replaced the aspirate probes and tubing. Another high sensitivity system check was performed which passed within instrument specifications. Fse then performed precision testing both through the cta and directly on the analyzer. All testing passed within the precision claims of the assay. Assay qc was performed which passed within the laboratory's established ranges. Fse performed volume and dispense testing which failed to meet specifications and subsequently replaced the dispense probes and verification testing passed. Therefore, the cause of this event is attributed to the dispense probes.